Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states the nail in question which the dimension was proximal femoral nail antirotation-ii ø9 long r 130° l260 tan was implanted without problem on (B)(6) 2013. It was reported that the nail was broken this july while the patient was shopping in a supermarket. Therefore, the broken nail was replaced with a new one which the dimension was proximal femoral nail antirotation -ii ø10 long r 130° l300 tan. The operation was completed without problem. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Additional product code: hwc. Implant explant date has been reported as (B)(6) 2013 - (B)(6) 2014. Exact date unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that there no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the dimensions of the cannulated pfna-ii (as far as measurable) were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The diameter of the pfna-ii at the fracture site was 16.49 mm, the inner diameter of the proximal locking hole was 10.36 mm and the inner diameter of the cannulation was 4.43 mm. Inside the proximal locking hole, mainly on the medial side, gliding-, wear marks were observed. The anodized surface of the pfna-ii*showed areas with several discolorations of the anodic layer. We assume that the discolorations of the anodic layer were caused by micromovements, respectively from rubbing against each other of the bone and the pfna-ii. Macroscopically visible lines of rest are documented on the anterior fracture surfaces of the pfna-ii running in a series of concentric rings from the lateral to the medial side. Lines of rest are a typical sign for a fatigue failure. The posterior fracture surfaces showed an oblique fracture behavior on the medial end. When examining the proximal fracture surfaces (part a and b) of the pfna-ii using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the lateral side of the intramedullary nail and ran into the material. Documented cracks close to the initial fracture zone of part a indicate crack branching. After breaking, the two nail fragments rubbed against each other causing light destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and over the entire fracture surface of part b (anterior side). Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The fracture surface of part a showed approx. 50% with dimples. The area with dimples corresponds to the forced fracture zone. Sem observations and findings showed that the nail failure was caused by fatigue and overload. A failure resulting either from a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.